Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter removal difficulty occurred. In (B)(6) 2015, a maestro 3000¿ cardiac ablation system - controller was used for ablation procedure; it was noted that the generator showed ¿high impedance¿ and did not came on to provide rf energy to burn. All connections were checked to make sure everything was connected properly but still get the high impedance error. The cables and catheters were systematically changed. Three electrophysiology cables and two 7/110//4/2.5/7-4 blazer® ii catheters were used but continued to get high impedance. In addition, four different grounding pads were used and placed at multiple locations on the patients back, abdomen and thigh and still did not resolve the problem. The physician tried using two grounding pads at the same time though it is only a 4mm tip catheter but it did not help. The lab staff swapped out the maestro generator and pod with another unit and continued to get the same high impedance error. The real-time impedances showing on the generators were in the 300¿s and 400¿s. A chilli ablation catheter with the chilli cable were used but continued to get the high impedance error, so the generator would not come on to ablate. The physician decided to stop the procedure; however, the chilli catheter was difficult to remove from the patient due to a curve or bend in the distal portion of the catheter. No patient complications were reported and the procedure was not completed.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The device has a severe kink in the distal tip while in the neutral position at 47mm from the tip during visual inspection. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right and the left curves do not meet the specification; the tip is not placed in the shaded region identified on the inspection template. The ablation was verified by using the maestro generator 4000 and the device was found within specifications. Electrical test was performed by using the multimeter and the device was found within specifications. No opens or shorts were found. The distal section was dissected finding the center support kinked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty occurred. In (B)(6) 2015, a maestro 3000¿ cardiac ablation system - controller was used for ablation procedure; it was noted that the generator showed ¿high impedance¿ and did not came on to provide rf energy to burn. All connections were checked to make sure everything was connected properly but still get the high impedance error. The cables and catheters were systematically changed. Three electrophysiology cables and two 7/110//4/2.5/7-4 blazer® ii catheters were used but continued to get high impedance. In addition, four different grounding pads were used and placed at multiple locations on the patients back, abdomen and thigh and still did not resolve the problem. The physician tried using two grounding pads at the same time though it is only a 4mm tip catheter but it did not help. The lab staff swapped out the maestro generator and pod with another unit and continued to get the same high impedance error. The real-time impedances showing on the generators were in the 300¿s and 400¿s. A chilli ablation catheter with the chilli cable were used but continued to get the high impedance error, so the generator would not come on to ablate. The physician decided to stop the procedure; however, the chilli catheter was difficult to remove from the patient due to a curve or bend in the distal portion of the catheter. No patient complications were reported and the procedure was not completed.